Event description:
The consumer reported pain at the pocket site. The factors that led or contributed to the issue was patient anatomy. No diagnostics or troubleshooting was performed. It was reported that a pocket revision occurred. It was later reported that the revision was complete, however no additional information was provided on whether the pain at the ins site had been resolved. Relevant medical history includes non-malignant pain.

Event description:
Additional information received reported that the patient cancelled the follow up appointment and had not rescheduled. The pocket revision was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.